Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is the final report.

Event description:
Reduced responses to sounds with the device were noticed by the parents.the user was re-implanted on (B)(6)2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reduced responses to sounds with the device were noticed by the parents. Re-implantation is considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode appears likely. However, despite requested neither further information concerning the case nor information on possible further steps has been received from the field. Hence, due to the limited available information and the lack of an in-situ measurement history, the root cause for the reported problem remains unknown. Hence, in order to determine an exact root cause for the reported problem a device investigation of the explanted device is necessary.

Event description:
Reduced responses to sounds with the device were noticed by the parents. Re-implantation is considered but no date for surgery has been scheduled yet.